Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging a power issue with a one touch ultra2 meter. The patient manages his diabetes with self-adjusted insulin based on his meter readings. He did not specify what insulin he takes. However, the patient explained that he usually takes about 20 units after testing in the morning. If his blood glucose level is less than "200 mg/dl," he takes 15 units. If his blood glucose is less than "100 mg/dl," he takes 10 units. He does not take any insulin if his blood glucose is less than "80 mg/dl". The patient indicated that on (B) (6), 2010, at 5 am, he attempted to test his blood glucose prior to eating breakfast. At that point, he noticed a message on the meter indicating to "replace the battery". According to the owner's manual, the meter will display "low battery. Replace battery now!" When the meter does not have enough power to perform another test. Although he could not test at that point, the patient decided to take his usual dose of 20 units of insulin without knowing if he was above or below "200 mg/dl". About 2 hours later, the patient claimed that he developed symptoms of seeing white, feeling really sick, shakiness, and a cold sweat. The patient administered self-treatment by consuming a glucose pill and drinking orange juice. The treatment helped to relieve his symptoms to a certain degree although he felt low for most of the day. The patient was able to test on the reported meter at 12 pm that same day after replacing the device's battery. He got "48 mg/dl". At 6 pm, he retested and got "49 mg/dl". The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.